Event description:
According to the reporter: after the firing the anvil bent and the surgeon was not able to remove the instrument through the trocar. The device was removed with the trocar and subsequently dismantled. It was reported that there was poor staple formation. Surgery time was extended beyond 30 minutes.